Manufacturer narrative:
(B)(4). The device was evaluated at philips the reported symptom could not be reproduced, however, the tech did note bent pins on the battery pca. The battery pca was replaced to resolve the issue.

Event description:
The customer reported that the device was showing an error message indicating that the battery needs to be replaced and that any batteries used with this device always read as low.